Event description:
It was initially reported that the patient had stimulation in the wrong location. The patient was getting stimulation in the ribs and stomach, but the device was implanted for back and leg pain. The physician tried reprogramming for 4 hours while the patient was on the table. The patient also had an appointment on (B)(6) and they tried programming for 1 hour and 20 minutes, again the reprogramming was not successful to reach the area that it needed to be. The patient's next appointment is (B)(6). The patient's current setting was reaching part of his legs, but the stimulation to his stomach and ribs was very uncomfortable. Subsequent information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor or manufacturer representative and his next appointment was (B)(6). The patient noted that "I've been four time's and they are having trouble getting it to work. They are going to schedule me at a surgery center to move wires and look into what is going on." Further information received reported that since the patient was implanted his pain had gotten worse. The patient's surgery was supposed to be today; however, the surgeon could not do anything for 90 days ((B)(6) 2012). The reason for this was unknown. It was noted that the appointment on (B)(6) lasted 6 hours. It was also reported that when the patient went to turn his programmer on while stimulation was off and then turned stimulation on, the programmer screen had everything flashing on the screen and when he increased stimulation it was like it increased stimulation to the max. There were no numbers on the screen or icons, the screen was just flashing. It did show the battery level on the top of the screen, but that was it. It had not occurred since that time and while troubleshooting over the phone the programmer appeared to work appropriately. The stimulation was currently off, but when he turned it on it "tears his ribs to pieces." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4) implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4)